Event description:
During device change out for normal eri, externalized conductors were observed via fluoroscopy. Electrical testing of the lead was normal. The lead was explanted.

Manufacturer narrative:
The reported externalized conductors were confirmed in the laboratory. Analysis found two internal and two external abrasions between the rv and svc shock coils. The external abrasions are consistent with friction to another device. The ptfe inner coil was visible but not damaged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.